Event description:
It was reported to philips that recently recalled unit displayed same error "hardware failure dpm" when turned on. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.

Manufacturer narrative:
Product UDI# updated.